Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.